Event description:
It was reported that three months after implant, during a routine follow-up, it was impossible to establish any sort of telemetry link with the implanted device. The patient reported three shocks, before event. The device was explanted.

Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the device was most probably damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include but are not limited to a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. Therefore a potential damage of the ICD lead used with this device should be taken into consideration. In a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged most probably due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.